Manufacturer narrative:
The insulin pump alarmed button error and had no button response due to corroded keypad traces. Unable to test for battery out limit alarm or the operating currents due to no button response. Used a test keypad, device responded properly to button presses. No frozen screen noted and the time advanced during testing. Device had a scratched display window,cracked battery tube threads, cracked reservoir tube and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 135 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.